Manufacturer narrative:
H3: product analysis if the device found that visually, the pouch was open from 3 of 4 sides when returned. There were traces of contamination found on the outer hub. There was no damage noted on the outer tube, outer, rotating, and inner hubs. However, the inner shaft tip was broken off when returned and broken tip measured 0.161 inch in length. There were also striations found on the inner shaft near the distal end of the inner hub. Functional testing was not performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously applied codes of fdm b17, fdr c20 and fdc d16 are no longer applicable. Additional code of img g04041 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery, while using the tricut blade the tip broke off and the staff were able to retrieve the piece. The procedure was completed with backup product. There was no harm to the patient.